Event description:
Atrial undersensing and atrial events appear to be failing in blanking/refractory at times. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).